Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following causes. Due to failure of the circuit board, the entire screen turned pink and we couldn't see the image of the subject device. The exact cause of the circuit board failure could not be conclusively determined. The exact cause of the front panel led problem could not be conclusively determined.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that since the circuit board of the subject device was broken, the entire screen turned pink and we couldn't see the image of the subject device. The olympus local service department did not find the front panel led problem. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed on the monitor and the led of the front panel of the subject device are turned on. No image was output from either terminal. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.